Manufacturer narrative:
Other, other text: returned device was received dirty condition otherwise no physical damaged was found on pump. Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that the medfusion pump was giving a "motor take off" error message. The pump refused to start up, and there were a couple of incidences where the pump delivered less than it was programmed to deliver. The ER staff just gave the remaining drug manually. There was no adverse event or serious injury reported.